Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced recurrent overnight hypoglycemia, including a blood glucose of 40 mg/dl that was treated with oral glucose such as juice and glucose tablets and returned to range. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of medication, specifically oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information regarding a device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.